Event description:
Affiliate reported that the shunt could not be adjusted and the surgeon suspected a blockage. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be confirmed. The device was tested and the problem reported by the customer could not be duplicated. The device functioned per the manufacturer's specifications. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.